Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2023 that patient confirmed there was no visualization of particles related to a CPAP device. In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
Box b descr has been updated as the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received the additional information that the patient alleging dka (diabetic ketoacidosis) and sepsis. The patient was hospitalized for medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. The following correction has been updated in this report. In box b, in box h.